Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6), 2011. Subsequently, patient alleges pain, difficulty walking and metal allergies. There has been no reported revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or associated deviation. There are warnings in the package insert that state this type of event can occur: under possible adverse effects, number 2 states: "early or late postoperative infection, and allergic reaction". Number 14 states: "postoperative bone fracture and pain."this report is number 4 of 4 mdrs filed for the same event (reference 1825034-2014-05943 & 06020 / 06022).